Event description:
It was reported the e360 ventilator screen display wasn't working, no patient information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator's display was not functioning. It is unknown if there was any patient involvement or harm.